Event description:
Healthcare professional reported left side "intracapsular rupture". Device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b3, b5, d9, e1, e3, g2, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, e1, g2.

Event description:
Healthcare professional reported "intracapsular rupture". Device was explanted and replaced. This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". Device was explanted and replaced.